Event description:
It was reported that the tip of a driver snapped during surgery, and the procedure was completed successfully using a backup driver. All debris was removed; there were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.